Manufacturer narrative:
H6: investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that 2 bd precisionglide¿ needles clogged during use. The following information was provided by the initial reporter, translated from portuguese to english: "today the doctor handed me 2 more clogged needles ref ((B)(4)), lot 78909717."

Manufacturer narrative:
Correction: the lot number was provided by the customer. The following fields have been updated: d.2. Medical device lot#: 9030851 d.4. Medical device expiration date:(B)(6) 2024. H.4. Device manufacture date:(B)(6) 2019.

Event description:
It was reported that 2 bd precisionglide¿ needles clogged during use. The following information was provided by the initial reporter, translated from portuguese to english: "today the doctor handed me 2 more clogged needles reference ((B)(4)) lot 78909717."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot # [78909717] was not found for the reported catalog # [990193]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 2 bd precisionglide¿ needles clogged during use. The following information was provided by the initial reporter, translated from portuguese to english: "today the doctor handed me 2 more clogged needles ref (990193) lot 78909717."